Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a loose connection. The connector on the link electronic module (lem) board was loose. It was also determined at analysis that the stylus did not work. The left sliding rails, lower bullets and lower hinge plate were broken, and the paper tray is nearly empty. Errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a loose connection. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.